Manufacturer narrative:
(B)(4).

Event description:
The patient reported sudden pain in the feet, left side, and low back. The pain was not new; she always had pain in those areas but it suddenly worsened with no explanation of why. Additional information received from the patient in response to follow-up reported that the pain had begun the same day they received pool exercises. The pain increased and was unbearable by saturday. They had treatment at the same aqua facility on (B)(6) 2015. Though the pain was probably rated at a 7, they were able to manage somewhat with the implant. Relevant medical history included spinal pain.